Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: there was blood on the distal conductor of the lead and it was obstructed, and the tip seal on the distal electrode of the lead showed evidence of blood ingression; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, a competitor guidewire got stuck in the lead and the physician was unable to remove the wire from the lead. The physician presumed the wire may have been knotted at the lead tip. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.